Event description:
Physician successfully accessed vein using 21 ga needle and .018" micro wire. Upon inserting sheath and removing wire, he noticed that the floppy tip of the wire was not attached. The dr brought in a c-arm and was able to isolate and successfully remove floppy end of wire without problems. Procedure was successfully completed and pt had no add'l problems.

Manufacturer narrative:
Remaining info was unattainable from the customer. Investigation in-process and will be filed in a supplemental report when completed.